Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This device was explanted due to poor placement causing it to not sense correctly and accurately. A new device was implanted in a different position. No adverse patient events were reported. Should additional information be received, this file will be update.

Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were reviewed and all production steps were performed accordingly. In particular, the final acceptance test proved the device functions to be as specified. A visual inspection of the device revealed no anomalies. The memory content of the device was inspected, showing a normal device function while implanted and in service. At a next step the device was subjected to an electrical analysis. A sensing test was performed and the device sensed the attached heart signals free of noise, proving the sensing functions to be as specified. The analysis revealed no indication of a device malfunction.